Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial left tka, this (B)(6) female patient had a revision for an insert exchange of a size #2 psc 9mm liner due to poly wear. Patient was revised to a size #2 psc 13mm insert. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of prosthesis wear which may have been due to third body wear, and backside wear and/or subsidence of the insert into the tibial tray likely from a higher stress concentration on the medial side of the implant. Additionally, the patient may have experienced joint laxity on the lateral side which could result in the observed spacing difference on the provided x-ray. However, this cannot be confirmed because the components were not returned for evaluation and images of the underside of the tibial insert were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.